Manufacturer narrative:
During product analysis it was observed a device defect in the visual and the functional test. However in the electrical test the mini electro 3 didn't have any response. Therefore, the mini electrodes were microscopically reviewed and it was noted that the me1 and me3 had char residues, the me3 specifically was completely covered with these residues, the residues of me3 were carefully removed after this passed the test of electrical working properly. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
Reportable based on analysis completed on (B)(6) 2021. It was reported that during a ablation procedure involving a intellanav mifi xp, intracardiac electrogram(egm) noise was present during ablation that became more pronounced over time. Changing the catheter connection box did not resolve the issue. Changing the catheter resolved the issue. The procedure was completed, no patient complications were reported. Analysis of the device revealed magnetic electrodes 1 and 3 had char residues.